Event description:
The patient was in for surgery for an open duodenal switch. The surgeon used ethicon 75mm linear cutter # tlc75. A green load was placed in this device (this is normal/ok procedure to do) # trt75. This was the first load fired. One side of the staple line formed properly, the other did not. There were jagged staple ends poking out. The surgeon was not able to remove these for fear of breaking down the entire site. The surgeon opted to over sew the site with suture, and tucked tissue over the exposed staples.